Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and the customer is unable to prime. Customer's blood glucose level at the time 297mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The pump also gave an alarm during the basic occlusion test due to a protruded/loose drive support disk.